Event description:
The pt stated he met with a company rep who interrogated and reprogrammed the device and informed him that he had 20% of battery left. He believed something was 'turned off'; since that time he had not felt stimulation. The pt was not able to adjust his stimulation during troubleshooting over the phone with a MFR pt services rep. Triple beeps were heard during this session (limits zeroed out or device por). The pt was unwilling to call his doctor as he no longer had health insurance. The MFR rep reported he evaluated the pt's device; his leads' impedances were not within acceptable limits (greater than 3600 ohms). His system was at end of service. No further follow-up possible.